Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider who is working on the unit states there was mud all over the unit. And the dealer alleges rear caster wheel and allegedly flipped the unit with the consumer in it.